Event description:
Breast implants made me violently ill. Including autoimmune, neurological, lymphatic symptoms, and fatigue that was debilitating. It led me to require removal surgery in order to heal. Reference report: mw5177107. Health effect code: 1732, 4434, 1868, 1849. Device code: 2682.